Event description:
It was reported that this patient implanted with this right ventricular (rv) lead reported an infection. At that time only the pulse generator was exchanged. Approximately two years later the patient reported redness of the surgical wound. The physician determined it to be a local infection and decided to perform a debridement of the pocket. This device remains in service. No additional adverse patient effects were reported.